Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 59mm diameter abdominal aortic aneurysm. It was reported that after the stent graft was deployed there was severe stent leakage observed and there was also a type I endoleak. The patient's condition was not suitable for open surgery. The patient was in the ICU under observation. The physician stated the cause of the event is device related. No intervention was done and the event is continuing. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that the observed type I endoleak was a proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.